Event description:
Inserted intra-aortic balloon and attempted to initiate counterpulsation. Received repeated and persistent high pressure alarms and noted poor augmentation of diastolic pressure. Fluoroscopy revealed proper placement of balloon catheter and questionable inflation. Blood was noted in the helium line, indicative of balloon rupture, and balloon pump stopped. Device and sheath removed from femoral artery, and a second balloon was inserted. Counterpulsation initiated without further incident. No apparent injury to the pt was noted.